Event description:
My dentist was preparing two teeth for a 3 tooth bridge. During the procedure, I felt uncomfortable, as though someone was gouging under my tongue in the back. The dentist removed the cotton roll and examined the area, seeing nothing of concern. He then numbed the area more. When he moved forward to the other tooth, I felt a stinging sensation under the front of my tongue. Again, he looked and saw nothing, so decided to numb the area again. This happened a couple more times before he noted white areas under my tongue and realized the bearings were malfunctioning, causing the handpiece to become hot enough to burn me. I do have severe burns and am being treated for them. However, I will likely not need any plastic surgery, and we are now attempting to avoid infection. This is very painful and traumatic!!! However, I was lucky to have felt this before more severe damage was done. Dates of use: 2009. Diagnosis: preparing for crowns/bridge. Event abated after use stopped: yes.